Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This is reportable as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 12/27/2016 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 12/01/2016 with the following findings: a review of the black box showed battery voltage immediately following a battery change is low. Frequent low battery warnings were found. The rewind, load, and prime steps were performed successfully. The pump¿s electrical current draws were tested and were within specifications. Unrelated to the original compliant, the battery compartment was cracked alongside the pump. Additionally, the display was dim with a red hue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).